Event description:
It was reported that a malfunction was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. Further information was requested but not available at this time.

Manufacturer narrative:
Final analysis notes that as received, a partial lead was returned in two pieces. Visual and x-ray examinations of the partial lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Correction: please retract MFR # 2017865-2025-1002979 as additional information notes no known malfunction and analysis was normal. This was an upgrade with no known malfunction and is therefore not a serious injury.

Event description:
New information received notes there was no known right ventricular (rv) lead malfunction. The rv lead was changed due to an upgrade to a high voltage lead during a system upgrade to an ICD system. The patient was stable before, during, and after.